Event description:
It was reported that after the implantation of the preloaded monofocal intraocular lens (iol) into the right eye, the patient experienced double vision at distance. The issue was first identified during a post-operative examination. It was reported that the patient was permanently impaired and unable to perform all distance activities as before surgery. Pre-operatively, the patient¿s best spectacle corrected visual acuity (bscva) was 20/30 and 20/60 post-operatively. The lens was subsequently explanted during a secondary surgery and replaced with another johnson and johnson lens of the same model with 20.0 diopter. No incision enlargement, vitrectomy, sutures, or procedural delays occurred, and no medications beyond the standard of care were prescribed. Post-operative refraction with the replacement lens was 20/20, and the double vision resolved following the lens exchange. Directions for use were followed. The device was discarded. No further information was provided.

Manufacturer narrative:
Section a5 and a6: unknown; information was requested but not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.